Manufacturer narrative:
(B)(4), date sent: 1/12/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 26341, and no non-conformances were identified.

Event description:
It was reported via clinical trial patient experienced bloating. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: (B)(6) medical center, sex: (B)(6). Age (at time of consent): (b(6). Model: lxmc16. Device lot number: 26341. Date of surgery: (B)(6) 2020. Adverse event term: bloating. Site awareness date: (B)(6) 2021. Severity: mild. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.